Event description:
The patient called lifescan (lfs) and alleged that their meter would not power on. They reported that the last time they tested on their meter was one and half months ago. They reported feeling agitated at one time. They did not seek medical attention, however, they did receive assistance from a non-medical professional. It is not known if they attempted to test during that time period when the meter would not power on. It is also not known if the patient takes medications for their diabetes. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter has been sent to the patient as a second attempt. The patient stated that they were using the correct test strips; the battery is in good condition and less than 1 year old, and the battery contacts are in good condition. The issue with the meter was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter has been sent.